Event description:
A cardiac lead extraction procedure was commenced to remove one right ventricular (rv) lead for upgrade to cardiac resynchronization therapy pacemaker (crt-p). All of the lead had calcified adhesions. A spectranetics lead locking device (lld-ez) was inserted within the rv lead and the screw was retracted. The procedure continued using a 12fr spectranetics glidelight laser sheath. The glideligh became stuck within the in nominate vein. The patient was stable at this time. They used a cook evolution 11fr device and progressed to the superior vena cava (svc). They used the spectranetics glidelight laser sheath again and progressed to right atrium (ra). At this time, the patient's blood pressure dropped.the procedure continued and the lead was removed successfully. After extraction, periocardiocentesis was performed. A tear was found at the svc/ra junction. It closed itself without intervention. They drained 500cc and implanted crt-p. They confirmed blood pressure was recovered and stable. Pocket was closed and patient was transferred to intensive care unit (ICU) with drainage. The patient survived the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).